Event description:
Catheter inserted in 2002 and had to be removed 24 days later due to leakage of the infusion fluid at the exit site. On removal a split was found in the portion of the catheter that lay within the subcutaneous tunnel. No patient injury indicated.